Event description:
Through glaukos¿ ¿contact us¿ portal, a trabecular microbypass stent patient (ou) reported blockage of the stents in both eyes, causing elevated intraocular pressure (iop) approximately four (4) years postoperatively. Per report, the patient required surgery (ou) to relieve the intraocular pressure, and the surgery was successful with subsequent stable iop. Any omitted information was not provided through follow-up. This report references the patient's left eye (os).

Manufacturer narrative:
Date of report used as date of event. Estimated date based on report details. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2022-00044 for the patient's right eye (od).